Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "this clip applier come from a lap chole kit ((B)(4)). I was not in the case; I spoke with doctor cooper after the case. He said that he had placed several clips and all were to his satisfaction. After he had dissected out the cystic duct he placed two clips on the duct. He said the clips did not look secure to him. He described them as not closing all the way around the duct. He removed them from the duct and said they looked as if they were only closed half way. He said he was not comfortable with the clip applier and requested an ethicon 10mm clip applier. He placed several clips with the ethicon clip applier and finished off the case. I was able to retrieve to product and have it cleaned up for return." Patient status: ok.